Manufacturer narrative:
Based on the investigation performed, tthere was no failure of the device, the event was caused by a user error.

Manufacturer narrative:
The device ro15066 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Event description:
It was reported that following the registration rosa device suggested an incorrect instrument length for the planned trajectory. The field service engineer repositioned the robot arm and modified the instrument length, and it was possible to complete the surgery.